Event description:
The patient had a total knee replacement and was implanted with the curonix device to manage the residual pain. The patient reported erosion, impaired healing, drainage, and an infection at the coil site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. A new lead will be implanted in the future. However, a date has not been provided. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location was ruled out as a potential cause. Additionally, the patient did not engage in strenuous activities. However, the cause of the erosion is believed to be a loosening of the suture around the coil. In addition, the explanted neurstimulator was returned to curonix hq for investigation. The investigation found circuit failure as the device failed the automated functional test on stimulator verification unit (tf-0029) and system failure was confirmed. The investigation also found evidence of liquid ingress (i.e. Efflorescence, oxidation) resulting in damage to the circuitry. Although circuitry failure was confirmed, this did not contribute to the erosion. A potential cause of the circuitry failure could be mishandling during the explant procedure or damage during shipping. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to inadequate fixation due to a loosening of the suture around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient had a total knee replacement and was implanted with the curonix device to manage the residual pain. The patient reported erosion, impaired healing, drainage, and an infection at the coil site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. A new lead will be implanted in the future. However, a date has not been provided. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location was ruled out as a potential cause. Additionally, the patient did not engage in strenuous activities. However, the cause of the erosion is believed to be a loosening of the suture around the coil. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to inadequate fixation due to a loosening of the suture around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.